Manufacturer narrative:
The device has not been returned by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation has been completed or additional information has been received.

Event description:
The customer reported to olympus, the subject device displayed a streak on the screen and the lens was not held properly [detached]. It is unknown if this occurred during a procedure. No patient harm reported and no additional information available.

Event description:
The customer reported to olympus, the subject device displayed a streak on the screen and the lens was not held properly [detached]. It is unknown if this occurred during a procedure. No patient harm reported and no additional information available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 2/4/2019h4

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected data: d5 updated fields: d8, d9, g3, h2, h3, h4, h6, and h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to severe creases on the cable unit sheath which was also badly twisted, noise occurs and no image was displayed. There was misalignment of the coupler. The cable unit was found pierced and leaky and there was dirt on camera unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the subject device displayed a streak on the screen and the lens was not held properly [detached]. It is unknown if this occurred during a procedure. No patient harm reported and no additional information available.